Event description:
It was reported that the ventilator turned on and off with a constant audible alarm. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.